Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), loss of right ventricular (rv) capture was observed when the chronic rv lead was connected to the device. It was reported the patient is pacer dependent and was asystolic. External pacing support was utilized. Pacing impedance measurements greater than 2,000 ohms were observed along with noise on the electrogram (egm). The left ventricular (lv) lead was disconnected and then reconnected to the device which resolved the loss of capture. Pacing was also then observed. No changes to the rv connection were made and the setscrews were confirmed to be tightened down. At the end of the implant procedure all measurements were acceptable.

Manufacturer narrative:
Boston scientific technical services (ts) discussed possible reasons for the clinical observations. Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.